Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed downstream" testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem failed downstream was not reproduced. Evaluation performed downstream occlusion testing and the device passed. The event history log (ehl) review was performed and revealed that the customer experienced a "downstream occlusion" alarm, however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.